Manufacturer narrative:
Ge healthcare service was notified of the reported issue by the user. It was recommended to replace the absorbent canister and flow sensors. After replacement the reported issue was resolved. No report of patient involvement.

Event description:
The hospital reported a leak large enough to cause a loss of mechanical ventilation. There was no report of patient involvement.